Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: on the firing where the device did not fire, did the device start to fire but lock out or was no motor sound observed at all? It is my understanding that the device did not fire at all and no motor sound was observed were there any staple formation issues noted throughout the care of patient? No. How was the leak addressed? Patient taken back to theatre to repair hole in patient¿s stomach. Why does the surgeon believe the post op leak is associated with device? Because he has been using the device for years without any problems or leaks. When the device did encounter a problem, the patient had a leak. What is the current patient status? When I spoke to the surgeon on the 15th july, the patient was still in hospital but doing well.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5al8f. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and without reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information received: as two different devices were used in this procedure, the one that is being returned and a second stapler which was opened to complete the procedure, the surgeon cannot be sure which stapler firing the leak occurred at.

Event description:
It was reported that the device was being used in a laparoscopic sleeve gastrectomy procedure. The device had completed three previous firings but for the fourth firing the device did not fire. Suspected battery failure. The patient had a leak three days post surgery and had to go back to theatre to get a hole in their stomach closed. The patient is still in hospital.